Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (low energy pulse) was confirmed. As received the monitor delivered a 76j pulse. Upon investigation, capacitor c19 on the defib pca was open. The cause of the low energy pulse was the open capacitor. The root cause of the open capacitor was unable to be positively identified. The monitor showed evidence of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a low energy pulse during functional testing.